Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. The customer report was confirmed during servicing activities. There was no reported patient involvement.the device is used for therapeutic purposes.

Manufacturer narrative:
The keypad was observed delaminated.

Event description:
It was reported that the keypad was damaged.